Event description:
It was reported that the g7 shell could not be separated from the monoblock handle despite multiple attempts. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; d10; g3; h2; h3; h4; h6. D10: unknown monoblock handle. Visual examination of the returned product identified the internal threads of the shell have slight gulling and small burr like material at the thread peak. The o.d. Around the top flat surface has indentation marks around 2 of 3 slots. The outside wall of 1 slot is cracked and folded into the slot, the other is bent inward. There is foreign material embedded in the porous feature of the o.d. All 3 plugs are still present within the shell. No other damage was noted during visual evaluation. No evaluation of threads performed due to visible damage. Where measured, within specification. Monoblock handle was not returned for evaluation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.